Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and moderately calcified coronary artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device checked outside the patient's body and was inflated and the distal edge of the stent was found to be flared. The procedure was completed with another of the same device and no patient complications were reported.